Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.